Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed fluid was leaking from an open hole in the sheath when the catheter was flushed. The catheter did not flush normally when the imaging core was fully retracted and fully advanced due to the leak found. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Reportable based on investigation completed on 11nov2015. It was reported that the device would not flush. During a procedure,an atlantis pv imaging catheter was used in order to visualize an unspecified target lesion. However, the device would not flush at all. No patient complications were reported. However, device analysis revealed an open hole in the sheath.